Event description:
The customer reported that the trifuse tubing set leaked from the white clamped arm of the set at the male luer connection during patient use. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the trifuse tubing set leaked from the white clamped arm of the set at the male luer connection during patient use. There was no patient harm.

Event description:
The customer reported that the trifuse tubing set leaked from the white clamped arm of the set at the male luer connection during patient use in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking tri-fuse set was not confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in no leaking in any portion of the set. The root cause of the reported failure was not determined.

Event description:
The customer reported that the trifuse tubing set leaked from the white clamped arm of the set at the male luer connection during patient use. There was no patient harm.